Event description:
(B)(6) old male infant delivered with respiratory difficulty requiring IV therapy. On (B)(6)2015, pt's IV tubing became disconnected from triple connector. Max zero age was 3 days into a 96 hour change time frame max zero was changed out. No pt harm. Prematurity of birth.